Event description:
It was reported that during a follow up, device was found out to have multiple auto mode switching episodes due to far p wave oversensing. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.